Manufacturer narrative:
The device was sent to philips bench for evaluation. The repair facility technician (rft) preformed diagnostic testing on the device speaker however was unable to test the speaker in the device. The rft found that the device speaker was producing audio when performing testing with the mt56060 tool. The rft proactively replaced the device speaker - foxlink d speaker - 453665031201. The device passed all functional testing. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at the bench, it was identified that the device had speaker issue. No patient involvement.